Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp procedure performed on (B)(6) 2013. According to the complainant, during procedure inside the patient, when the physician was withdrawing the jagwire to use the inner catheter to contrast thee bile duct he noticed resistance. The jagwire was able to be removed completely however it was noted that approximately 1.5cm of the hydrophilic coating detach exposing the distal tip of the core wire. The detached fragment remained in the bile duct, no further intervention is done. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section partially detached, exposing the tip of the metal core wire with two bends on the ptfe coating. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. The complaint is consistent with the return that the pebax section partially detached exposing the tip of the core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, and the two bends presented in different positions of the unit, therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp procedure performed on (B)(6) 2013. According to the complainant, during procedure inside the patient, when the physician was withdrawing the jagwire to use the inner catheter to contrast thee bile duct he noticed resistance. The jagwire was able to be removed completely however it was noted that approximately 1.5cm of the hydrophilic coating detach exposing the distal tip of the core wire. The detached fragment remained in the bile duct, no further intervention is done. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.